Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The visible wire part measuring proximately 2.50mm in length. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have multiple mechanical indentations at the yaw pulley near the damaged conductor wire. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. The patient has not returned to the hospital due to any post-surgical complications related to retained foreign material. Regarding potential instrument arcing, no arcing was observed during the prior procedure, and the patient did not experience any injury or adverse event.